Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with an unspecified mentor smooth saline implant (left) and an unspecified mentor textured saline implant (right) and experienced bilateral capsular contracture, baker grade 4 and autoimmune symptoms including fatigue, brain fog, memory loss, pain, hair loss, dry skin, weight problems, inflammation, dry eyes, decline in vision, vertigo, nausea, night sweats, intolerant to heat or cold, slow muscle recovery after activity, heart palpitations, anxiety, depression, panic attacks, feel like dying, fibromyalgia, hpa axis dysfunction, slow healing, easy bruising, difficulty swallowing, choking sensation, metallic taste, sinus infections, ear ringing, dehydration, numbness and tingling, shortness of breath, chest discomfort, brittle and cracked nails, cognitive dysfunction, loss of balance, and reynaud's, ra post-operatively. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left side device.